Event description:
The consumer alleges the chair continued moving forward when she let go of the joystick, causing her to run into the wall. No serious injury is alleged.

Manufacturer narrative:
The consumer alleged the chair moved forward, when they let go of the joystick. In the original complaint, consumer indicated they hurt their leg. Manufacturer then spoke with user, and the user indicated they had a 3 day stay in the hospital with bruises and an antibiotic. Alleged injury information remains unconfirmed. The joystick associated with this incident was received and inspected. It was functionally tested, and did not function on its own without commands given. The joystick functioned as designed and the complaint could not be duplicated. Manufacturer views this alleged incident as a possible user error. MDR filed as a conservative measure based on unconfirmed hospital stay.